Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reported as: "hand held neb o2 tubing disconnecting from the christmas tree adaptor when flows are 9l." Patient condition reported as "fine". There was no issue for the patient.